Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose level was unknown. Customer reported that the insulin pump was not dropped or bumped and not exposed to moisture. Customer after inserting a new battery, act button and arrows are not responding. Customer was advised to observe time for one minute and confirmed that time was advances. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.